Event description:
The pt sustained a bowel perforation during colonoscopy when precisor hot forceps were being used. After procedure, the pt reported severe abdominal pain. CT showed free air. No surgical intervention was required and pt is expected to make a full recovery. User facility was using an irby icc 350 model cautery unit. Spoke with contact 11/2002. They stated that they took out the program from the irbe cautery unit and noticed that the program had been changed. Contact feels user error.